Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated alert code 38 on the ilet, consistent with a motor stall, after multiple restarts while using an inset infusion set; a dry run to 80 units was successful, the user obtained new supplies, completed a full supply change with guidance, and the alert resolved with blood glucose unaffected. Symptoms included no reported hypoglycemia, hyperglycemia, or other clinical effects. Outcomes included no injury and no hospitalization. Investigation included guided troubleshooting, a successful dry run confirming motor function under no-load conditions, and a full supply replacement procedure. Investigation of this case revealed resolution following supply change, which supports a use- or supply-related interruption rather than an ongoing device motor failure. It was concluded, based on previously established findings for similar reports, that the cause was likely user or supply setup factors leading to consecutive motor stalls that resolved with proper supply change and priming.